Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary implant date: (B)(6) 2018. Dislocation three times post primary surgery. Instability occurs with higher flexion and adduction. Patient reported as uncompliant with post-op anti-dislocation preventative measures. Revision - exchanged primary liner for a constrained liner.

Manufacturer narrative:
Investigation summary: (B)(4). Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: 8428986 device history review: manufactured on 01 dec 2016. (B)(4) parts were manufactured per specification. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.